Manufacturer narrative:
(B)(4): a visual inspection of the returned device found the drive wire separated from the sheath and handle. The basket was found open with crystallized tissue residue at the base and tip of the basket. The residue appeared reddish brown and yellow under a microscope. The sheath was severely kinked and bent throughout the length, and the introducer was also found bent. The kinked tip of the sheath and wire may be an indication that the customer attempted to use the device without the introducer. The most probable root cause of this complaint is operational context.

Event description:
Note: this event, as reported, did not reflect an MDR reportable scenario; however, evaluation of the returned device revealed an MDR-reportable malfunction. This manufacturer report is being submitted based on the evaluation results. It was reported to boston scientific corporation that a zero tip nitinol stone retrieval basket was used in a left ureteroscopy procedure performed on (B)(6), 2010 (patient weight is unknown). According to the complainant, the "end of handle bent at 90 degree angle." Nothing detached inside the patient. The procedure was successfully completed with another basket. There were no patient complications reported as a result of this event. It was also reported that there was "no patient harm."